Event description:
It was reported that the ventilator had an alarm indicating proximal pressure. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. There was no harm reported. The service engineer (se) inspected the device. The se confirmed the alarm in the ventilator diagnostic logs. The se checked the solenoid valves and cleaned the data acquisition board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Reporting institution phone: (B)(6).

Manufacturer narrative:
Information was received that, at the time of the event, the unit was disconnected from the patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.